Event description:
It was reported that a malfunction alarm occurred with the pump displaying a malfunction 16 code. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump to be shipped.